Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 638494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and abdominal pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), headache ("chronic headaches"), tooth disorder ("dental issues"), fatigue ("chronic fatigue"), alopecia ("hair loss"), back pain ("back pain"), lymphadenopathy ("enlarged lymph nodes") and dysmenorrhoea ("dysmenorrhea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparotomy, supracervical hysterectomy, bilateral salpingectomy, and left ovarian cystectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, pelvic pain, headache, tooth disorder, fatigue, weight increased, alopecia, back pain, lymphadenopathy and dysmenorrhoea outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, fatigue, headache, lymphadenopathy, menorrhagia, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: coil: right 4, left 4 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral essure micro-inserts in place with no surrounding injected contrast or contrast within either fallopian tube. No spillage of contrast into the peritoneal cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 638494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and abdominal pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), headache ("chronic headaches"), tooth disorder ("dental issues"), fatigue ("chronic fatigue"), alopecia ("hair loss"), back pain ("back pain"), lymphadenopathy ("enlarged lymph nodes") and dysmenorrhoea ("dysmenorrhea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparotomy, supracervical hysterectomy, bilateral salpingectomy, and left ovarian cystectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, pelvic pain, headache, tooth disorder, fatigue, weight increased, alopecia, back pain, lymphadenopathy and dysmenorrhoea outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, fatigue, headache, lymphadenopathy, menorrhagia, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: coil: right 4, left 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: bilateral essure micro-inserts in place with no surrounding injected contrast or contrast within either fallopian tube. No spillage of contrast into the peritoneal cavity. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.